Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call after removal, that the sensor appeared to be broken at the tip. The customer also reported receiving multiple sensor errors. Blood glucose level at the time of the call was 84 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed for low readings. Also found the cannula was bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened.